Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol kugel patch (device #2). An additional emdr was submitted to represent the bard/davol kugel patch (device #1). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2000: the patient underwent surgery for a right inguinal hernia with implant of an unspecified bard/davol kugel hernia patch (device #1). On (B)(6) 2000: the patient underwent surgery for a left inguinal hernia with implant of an unspecified bard/davol kugel hernia patch (device #2). On (B)(6) 2012: the patient had unspecified injures and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol kugel hernia patch (device #1 and device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b4, b5, b6, b7, d3, d4 (catalog no), d.6b, g1, g3, g4, g6, h2, h6, h10. Corrected fields: b3 (date of event). This supplemental emdr represents the bard/davol kugel hernia patch (device 2). An additional supplemental emdr was submitted to represent the kugel hernia patch (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2000: the patient underwent surgery for a right inguinal hernia with implant of an unspecified bard/davol kugel hernia patch (device #1). On (B)(6) 2000: the patient underwent surgery for a left inguinal hernia with implant of an unspecified bard/davol kugel hernia patch (device #2). On (B)(6) 2012: the patient had unspecified injures and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol kugel hernia patch (device #1 and device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2000 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of kugel hernia patch (device 1). Per op notes, ¿a direct hernia defect was noted and reduced. Peritoneum was dissected from the fascia. A peritoneal pouch was created; a kugel hernia patch (device 1) was placed and sutured.¿ on (B)(6) 2000 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with implant of kugel hernia patch (device 2). Per op notes, ¿an indirect hernia defect was noted and reduced. Peritoneum was dissected free and entered. A peritoneal pouch was created; a kugel hernia patch (device 2) was placed and sutured.¿ on (B)(6) 2000 - patient was diagnosed with recurrent left inguinal hernia with pain and ilioinguinal nerve entrapment thereby underwent open repair. Per op notes, ¿old scar tissue was excised. The cord was dissected free from inguinal canal. The ilioinguinal nerve running in the canal was identified and dissected freed from cord contents. The nerve was then divided and tied. Other nerves are noted identified. The prior mesh (device 2) was noted folded and was sutured back.¿ on (B)(6) 2002 - patient was diagnosed with ilioinguinal neuroma and chronic left groin pain thereby underwent open repair with excision of neuroma. Per op notes, ¿previous scar was incised. Some prolene sutures and prior mesh (device 2) were noted intact. No evidence of indirect or femoral hernia. A large thick tissue was noted superiorly underneath the external oblique represent a ilioinguinal neuroma was excised.¿ on (B)(6) 2012 - patient was diagnosed with chronic left groin pain thereby underwent open repair with excision of kugel hernia patch (device 2) and implant of synthetic mesh. Per op notes, ¿the prior mesh (device 2) with prolene sutures were noted intact. The sutures were removed. The mesh patch with ring was excised entirely. There was no recurrent hernia. A large lump of mesh was palpable in internal ring also excised. A synthetic mesh was placed and sutured. A small bundle of tissue represents ilioinguinal neuroma also excised.¿